Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the pt report appear to match the damage found, even though no such causal event, like an accident has been mentioned. This is a final report.

Event description:
Decline in pt's auditory performance was noticed on (B)(6) 2015. Problems with the external devices were excluded and a history of head trauma was denied.

Event description:
Decline in pt's auditory performance was noticed on (B)(6) 2015. The pt has been re-implanted.